Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an escape rate in the 30s. It was noted that the right ventricular (rv) lead was dislodged and had high unstable thresholds and intermittent capture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.